Event description:
Customer reported the aviva system displayed an undosed result of 42 mg/dl. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.